Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: a visual examination identified solidified blood within the guidewire lumen. Distal stent damage was present on several strut rows. The struts were stretched distally and severely misaligned. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
This complaint is reportable based on the analysis completed on october 25th, 2011. It was reported that during a stenting treatment procedure the stent delivery system (sds) would not cross the lesion. The target lesion being treated was located in the moderately tortuous distal right coronary artery (rca). The 2.50x32mm taxus liberte sds was advanced and was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good. However, the returned product analysis revealed stent damage.